Manufacturer narrative:
Correction for h6 coding.

Event description:
It was reported that the patient presented for an upgrade to dual chamber leadless pacemaker implant. After the atrial leadless pacemaker was implanted with the delivery catheter, the patient was noted to be in atrial flutter. The arrhythmia was resolved by cardioversion. Then the atrial and ventricular leadless pacemakers were attempted to be paired unsuccessfully, and communication was lost. After several attempts the ventricular leadless pacemaker was ultimately interrogated, and the programmer identified it inappropriately as an atrial device. The device was then re-programmed adequately, and both atrial and ventricular leadless pacemakers were paired successfully. Both devices remained implanted. The patient condition was stable.

Manufacturer narrative:
Further information was requested, but not received yet.

Manufacturer narrative:
The reported complaint of being unable to interrogate the aveir dr system during finalization was confirmed through remote trouble shooting and/or review of session records and merlin logs. When the programmer experiences a telemetry break, it inadvertently misconfigures the active rv leadless pacemaker as new ra leadless pacemaker. The root cause has been identified in the programmer software. There was no problem detected with the leadless pacemaker.

Event description:
Related manufacturer reference number: 2017865-2024-56939 / 2017865-2024-56936 / 2017865-2024-72866. It was reported that the patient presented for an upgrade to dual chamber leadless pacemaker implant. After the atrial leadless pacemaker was implanted with the delivery catheter, the patient was noted to be in atrial flutter. The arrhythmia was resolved by cardioversion. Then the atrial and ventricular leadless pacemakers were attempted to be paired unsuccessfully, and communication was lost. After several attempts the ventricular leadless pacemaker was ultimately interrogated, and the programmer identified it inappropriately as an atrial device. The device was then re-programmed adequately, and both atrial and ventricular leadless pacemakers were paired successfully. Both devices remained implanted. The patient condition was stable.